Event description:
It was reported that a patient developed rectal bleeding several days after the insertion of an actiflo bowel catheter. The bowel catheter was not removed at that time. Approximately two weeks after insertion, the bowel catheter was removed and several days later a rectal scope was performed due to ongoing bleeding. A 2x3 cm anterior tear was noted, a bleeder was sutured and the rectum was packed. The patient received a blood transfusion. The patient recovered from the injury but has expired since due to unrelated reasons.

Manufacturer narrative:
The IFU states the precaution "caution should be exercised in use of this device with patients who may bleed easily due to anticoagulent/antiplatelet therapy or underlying disease conditions." The investigation showed that the patient was taking vasopressors. It was also stated that bleeding was noted. The IFU states that "blood per rectum should be investigated to ensure there is no evidence of pressure necrosis from the device. Discontinue use of the device if evident." These instructions do not appear to have been followed as the device was left in place for several more days following the noting of bleeding.